Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had an apply sample issue and would not start a countdown for a test. The patient indicated that the alleged meter issue started one day prior. As a result of the alleged meter issue, the patient took her usual dose of 2 units novolog insulin. At an unspecified time after the meter issue started, the patient developed symptoms of sweating. The patient administered self-care by drinking apple juice. The patient denied receiving medical intervention from a health care provider and was not tested on another device. The reported issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she was unable to obtain test results and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solutions are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.